Manufacturer narrative:
Additional information: section b describe event or problem and section h manufacturer narrative. Part analysis: the station drawer issue was confirmed by the field service engineer. This assessment was supported by the dchu investigation team based on the investigation findings. The field service engineer evaluated the station: the pyxibus controller board showed evidence of thermal damage. The controller board was replaced and configured to restore drawer functionality visual inspection of the returned pyxibus controller board observed thermal damage along the top of the board. R&d is aware of the issues affecting the controller board components and is currently implementing improvements to address them. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the station having a drawer issue was identified as thermal damage to the pyxibus module controller board, as confirmed by the field service engineer. Electrical damage to the controller board u501 circuit chip led to thermal damage on the board, ultimately impairing the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the facility was experiencing drawer issues. After remoting in, it was observed that drawers 09 and 10 were highlighted in yellow under the setup zones. Thermal event was reported. As per part investigation, it was determined that there was thermal damage observed along board. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis bus controller had thermal damage. A field service engineer (fse) replaced pyxis bus controller board issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the facility was experiencing drawer issues. After remoting in, it was observed that drawers 09 and 10 were highlighted in yellow under the setup zones. Thermal event was reported. However, there were no delays or adverse events or injuries reported based on this event.